Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the first leg assembly was pulled through the patient's left sacrospinous ligament. The physician noted some fluid leakage and suspected that he had perforated the bladder. He subsequently performed a cystoscopy, which confirmed that the lead suture had been pulled through the bladder. The physician withdrew the lead suture from the bladder. The plastic sleeve was still intact, and he re-placed the leg assembly properly to complete the case, with no further complications to the patient. The patient was reportedly "fine" at the close of the procedure, but was hospitalized overnight as a result of the perforation. Additionally, the physician reportedly placed a foley catheter within the patient's bladder to allow for healing of the perforation, opining that the catheter would probably be left in place for one week. The patient's bladder perforation has since reportedly healed, and the catheter has been removed.